Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient¿s partner, on (B)(6) 2026, the cgm readings were high however the reading would also reach low. The patient did not have a glucometer at home to perform any fingerstick to check their bg. When the reading was low on the receiver, the patient drank orange juice based on the cgm readings, however the patient started vomiting. They took a ketone test, which showed that their ketone values were high. The patient was treated with insulin injection, and the patient took metformin at that time (daily medication). However, the treatment was unable to control the patient's hyperglycemia hence the wife drove the patient to the hospital. Upon arriving at the hospital, they did a fingerstick that showed a bg reading around 700 mg/dl. The reporter was unable to provide the cgm reading at that time. They also did a test for ketones and showed that the patient was experiencing dka. The patient was treated with IV fluids and insulin IV. The sensor was also removed at the hospital. The patient stayed at the hospital for about 3 days and was discharged on (B)(6) 2026. At the time of the call, the patient was fine. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.